Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 5009533/7093673.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent a procedure wherein the ipg and lead were explanted. The explanted device components were retained by the medical facility and will not be returned.